Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to press the touchscreen buttons multiple times for the pump to respond. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Contact stated they do not remember if customer's blood glucose level was impacted at the time of the event.